Manufacturer narrative:
Serial number not provided at the time of report a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2018 at approximately 18:39, a ¿code blue¿ was called for a patient in ccu room 303. The patient was in asystole and the asystole alarm did not sound. There was a lack of awareness to the patient condition, due to the issue. The patient died.

Manufacturer narrative:
A philips clinical specialist (cs) went to the customer site and tested the device with the customer biomed. The cs reviewed the patient vital history; no asystole alarms were on record. The room monitor/ default settings were checked; the monitor was operating as designed, and configurations were accurate. A review of the alarm logs found multiple red alarms around the reported time of 18:39, although no asystole alarms were seen: the device was found to be operating normally by the cs and biomed. Strips during this event were not available, and it could not be verified if the patient¿s vitals had met the criteria for an asystole alarm; therefore, philips cannot rule out a malfunction. The device remains at the customer site, and there have been no subsequent calls logged for the device failing to produce an asystole alarm. The customer was informed via letter about the outcome of the investigation. The reported issue of the device not producing a red asystole alarm could not be confirmed.